Event description:
It was reported that while using the flexi-cut to treat a 90% stenosed lesion in the proximal rca, a mild dissection occurred. Reportedly, the dissection was not caused by any product issue. A stent was deployed in the lesion to cover the dissection and the procedure was completed.